Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over-sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of valve delivery, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (calcification) and unknown procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.

Event description:
During a tavr procedure using a 20mm sapien 3 ultra resilia valve via transfemoral approach, a rupture of the sinuses of valsalva was reported. No problems were noted immediately after valve deployment. A 14fr esheath+ was removed after lower limb angiography was performed. During access site closure, blood pressure decreased. Transthoracic echocardiography (tte) showed findings of pericardial effusion. Pericardiocentesis was performed under general anesthesia and cardiac tamponade was resolved. As a result, blood pressure returned and became stable. No bleeding was observed. Tee showed hematoma around the sinuses of valsalva. A drain was inserted from the epigastrium and CT was conducted to evaluate around the sinuses of valsalva. Based on the CT findings, conservative treatment was provided. The rupture part of the sinuses of valsalva was noncoronary cusp (ncc). While calcification of left coronary cusp (lcc)-right coronary cusp (rcc) raphe was mild, calcification of ncc was severe.